Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio2: 1.6; lab: 2.9. Pt's therapeutic range: 2-3 inr. Pt started testing with the inratio2 meter on (B)(6) 2011. Since using the meter, she has consistently been getting between 1.2-1.6, which she feels is too low. On (B)(6) 2011, pt went to the hospital for a lab draw. Pt's doctor increased her coumadin dose due to the inratio2 reading, however, pt has been keeping her dose the same because she has been on coumadin for 17 years and feels that the meter results are low.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 1.6; reference: 2.9; mean: 2.25; confidence limits: 1.4-3.1. Analysis of customer's data revealed that inratio2 and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. (B)(4). Action threshold ((B)(4)) was reached. (B)(4). Due to this low occurrence rate, below the total action threshold of (B)(4), no further action is required. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.